Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's nurse called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 450 mg/dl. Customer's nurse reported that the insulin pump alarmed no delivery. Customer was wearing the pump at the time of hospitalization. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.